Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a polypectomy procedure on (B)(6), 2010 (patient age, gender, and weight unknown). According to the complainant, during the procedure, the endostat footswitch would not function properly; the pedal was pressed and it would not activate the generator. The physician was able to complete the procedure by using another endostat footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.